Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient experienced a lack of effect, sudden increased tightness and tone. Per a physician progress note dated (B)(6) 2015, the baclofen pump was refilled the week prior when the patient¿s mother reported the patient had suddenly developed increased tone in his whole body and required administration of baclofen 25 mg twice/day per gastric tube. The patient¿s mother reported the patient¿s spasticity was high. On (B)(6) 2015, the patient was brought to the radiology department to have the catheter inspected. The catheter port was accessed but only 0.2 ml could be aspirated (2ml was expected). The needle position was changed and no aspirate was extracted. Therefore, it was suspected the catheter was either kinked or obstructed by some other reason. The plan was for the patient to follow up with the implanting physician regarding the catheter problem. The patient was seen by an alternate physician on (B)(6) 2015. Per notes from this consult, after the pump was placed the patient experienced inadequate response, then worsening tone and was taking oral baclofen three times/day. The patient underwent fluoroscopic study of the pump and catheter. The catheter tip was at the cranio-cervical junction; no catheter dye and no myelogram effect suggesting occlusion. No intracranial dye. On (B)(6) 2015, a dye study was repeated and was inconclusive. The patient was to be admitted to hospital to manage spasticity with a plan to operate on the device system on (B)(6) 2015. The patient went to the or (operating room) for surgical exploration. Both catheters were found to be patent; however, cerebrospinal fluid flow could not be obtained. No catheter kinking was seen. The pump was functioning properly. The patient¿s symptoms were attributed to the catheter. The proximal section of the catheter had shredding of an outer layer located near the catheter¿s attachment to the pump. A revision was done and a new distal segment was implanted. The patient remained hospitalized as of (B)(6) 2015 and dose titration was being conducted. Regarding patient outcome, patient not recovered, and symptoms/issue were ongoing. The patient status at the time of this report was alive ¿ no injury. The pump was delivering lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter body found cosmetic damage to transition tube which led to explant.